Event description:
It was reported that pump displayed reset screen unexpectedly, and at another time pump screen went blank without led activity, requiring connection to power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into power source to restore function, and technical support planned further troubleshooting and follow-up, including consultation with international support for additional assistance.